Event description:
Customer reported during troubleshooting, an "occlusion" alarm on the pump, air was observed in the line below the manifold. A small drop of clear fluid was at the site of the alaris tubing (original set) and the manifold (original set), the alaris tubing was removed from the manifold and reconnected but it would not tighten to the manifold. No model number provided, unk if manifold is part of the alaris set or if the manifold is a separate attachment. No report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.